Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they had multiple issues with the controller. Pt stated that they had the controller plugged in currently, however the controller was not pairing to the device. Pt stated that the manufacturer representative (rep) told them how to fix the issue, so they had the controller plugged in and got the controller working, however they couldn't turn the therapy off as the controller wasn't turning on at all. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; the controller did not power on. Pt confirmed that the ac power supply green light was on. Pss had the pt insert two aa batteries into the controller, however the controller still did not power on. Pss suggested that the pt contact a rep to see if the rep could meet with them to turn the implantable neurostimulator (ins) off if needed. Pt said that they might just lay in bed until the replacement controller arrived. The pt also stated that they were supposed to have a CT scan, but they couldn't due to the issue with the controller. When asked for the event date, pt stated that they had been noticing that the device was staying charged as they had the controller fully charged and the controller was dead when they went to get the CT scan. Pt stated that the device was taking a little longer than usual to recharge as it would normally take forty-five minutes to an hour. Pt said that they would see if the replacement controller resolved these issues. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4), h3: analysis of the 97745 controller (s/n (B)(6) revealed that the main board connector pins are broken, rtm system connector broken and not available. Unit scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.